Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description : it was reported that during implantation of a znn cmn lag screw, the tip of the reamer fractured. Review of received data : no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the reamer was returned for an investigation. The tip of the reamer has fractured off. The fracture surface suggests that the device did not break under fatigue stress. Moreover, there are several scratches/damages around the cutting area which indicates that the reamer might have been in contact with a metal counterpart. Review of product documentation inspection plan: characteristic no. (B)(4) feature "aauq 26.256 vergueten / harden and temper /1.4112¿ with scope of testing: 100%. Means of inspection: "visual". Characteristic no. (B)(4) feature "werkstoff / material: 1.4112/ aauq 26.505¿ with scope of testing: 100%. Means of inspection: "visual". Characteristic no. (B)(4) feature "dimension ø3.5 0.05/-0.05¿ with scope of testing: aql 1.0. Means of inspection: "prüfstift / test pin". In accordance with iso 10993-1 the znn cm small guide and short instruments are categorized as ¿external communicating devices¿ with "tissue/bone" contact for less than 24 hours. Patient needs to be monitored. Surgical technique: in the surgical technique of the zimmer natural nail it is described that during reaming, the c-arm should be used intermittently to verify the position of the reamer. Root cause analysis: root cause determination using rmw : instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance => not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. Instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient => not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible -> as visual examination showed no signs of corrosion. Damaged instruments, implants, body or wrong operational step due to surgeon or operating room staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Reamer might have been in contact with the nail. Conclusion summary: the reamer was returned for an investigation and it can be confirmed that the tip has fractured. One possible root cause might be, that the 3.2 mm pin was slightly bent or has migrated. Consequently, the reamer could have come into contact with the pin, leading to the breakage of the tip. Therefore it is described in the surgical technique of the zimmer natural nail that during reaming, the c-arm should be used intermittently to verify the position of the reamer. It might also be possible, that the reamer was in contact with the znn nail during the reaming procedure, which might have led in combination with high applied forces to the fracture of the instrument. If the surgical technique will be followed a mistargeting of the reamer in combination with the nail should not occur. Moreover, the bone quality of the patient could have also influenced the event. However, an exact root cause could not be determined. In accordance with iso 10993-1 the znn cm instruments are categorized as ¿external communicating devices¿ with "tissue/bone" contact for less than 24 hours. Therefore it is recommended to monitor the patient. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that during the surgery on (B)(6) 2017 the znn, cmn lag screw reamer, short broke as the surgeon was using it to ream the lag screw in a long znn nail case. It was also reported that the patient retained a foreign body. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.